Manufacturer narrative:
(B)(4). Batch number: r57y27. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45g cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap appendectomy, the stapler misfired. The staples were not aligned. There is no further information available about the event. Case completed with another device of the same product code. There were no patient consequences reported.